Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. Once at the hospital the patient was diagnosed with type 2 diabetes as well as mellitus with hyperglycemia. The patient was treated with an insulin drip and was given a pill for low potassium levels. The patient was discharged from the hospital after 4 hours. The patient reports upon returning home from the hospital the pod failed to adhere and the cannula was found to be dislodged from the pod infusion site.